Manufacturer narrative:
The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient's wife contacted lifescan (lfs) and alleged the patients one touch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the patient started to use the ot verio 2 meter the previous week and was unable to clarify when the issue actually started. The patient allegedly obtained inaccurate high results compared to another meter (ot ultramini). The reporter was unable to give the blood glucose results of either meter. It is unknown if the results would/would not meet lifescan's accuracy criteria as no results were given. The reporter stated the patient manages his diabetes with insulin (self-adjuster). The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of "tremble, customer is pale, attack of sweating, sickness" at an unknown time after the product issue as a result of the inaccurate high result. The reporter alleged the patient self-treated with glucose gels/tablets on at an unspecified date/time. Another device was used with results of "2.xx or 3.xx mmol/l" the reporter does not recall the decimal places of the results. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. It was also found the patient testing steps were incorrect; the cca educated the patient on using different blood drop samples per test, as stipulated in the lifescan meter user manual. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.